Manufacturer narrative:
Reported event: an event regarding fretting, disassociation involving a unknown implant head was reported. The event was confirmed for disassociation based on inspection. Method & results: product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows head disassociated from the stem . Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient's right hip was revised due to the neck of the stem being broken and dissociation of the head from the stem. Intra-operatively, some black tissue and liner damage were noted. The event was confirmed for disassociation based on inspection. Visual inspection: the device was not returned however photographs were provided for review. The image shows head disassociated from the stem . Refer attached pics. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Event description:
It was reported that the patient's right hip was revised due to the neck of the stem being broken and dissociation of the head from the stem. Intra-operatively, some black tissue and liner damage were noted. The stem, head and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the neck of the stem being broken and dissociation of the head from the stem. Intra-operatively, some black tissue and liner damage were noted. The stem, head and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.